Manufacturer narrative:
The product was not available to be returned and no batch number was provided, however this was requested. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, the patient experienced moderate bleeding and uti while inserting the catheter after having swithched to gentlecath with coude tip catheter from another brand with nelaton tip. The uti was treated with antibiotics. The patient has a medical history of spina bifida, neurogenic bladder, uti´s and enlarged prostate. According to the treating nurse, the adverse event problem is not caused by the cathether but by his enlarged prostate.

Manufacturer narrative:
No products returned from the reporter. Samples from the actual batch were examined and no defects were detected on these catheters. No deviations were found when the batch documentation was reviewed. No relevant deviations or earlier complaints were found for this lot.